Event description:
A customer reported a system error (se) 2240 alarm (air in line), which had occurred on the homechoice (hc) during dwell 2 of 4. The caregiver (cg) stated that there were no obvious reasons for the se 2240. It was unknown how the home patient (hp) completed therapy. There was patient involvement, however no patient injury nor medical intervention were indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore, the condition could not be confirmed, nor could a cause be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.